Event description:
It was reported that syringe 3ml ll had foreign matter. This was discovered before use. The following information was provided by the initial reporter: red contaminant in syringe barrel plastic found by compounding technician, at the 0.4ml mark. Found when drawing up water for injection. Rejected syringe and repicked and remade. Aseptic / cytotoxic compounding unit.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/20/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. From the photo, foreign matter was observed on the barrel. Inspection of the returned sample showed brown embedded foreign matter on the inside of the syringe filled with water. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The foreign matter was sent for microscope fourier transform infrared spectroscopy (ftir) testing to determine the foreign matter type. Although, the results showed that there was no good match available in the library, there were some similarities to that of the syringe material (most likely polypropylene). The probable root cause of the embedded foreign matter could be a result of degraded polypropylene in the injection screw of the molding machine. An enhanced cleaning of the injection screw for all syringe molding press has been preformed and added to the preventative maintenance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll had foreign matter. This was discovered before use. The following information was provided by the initial reporter: red contaminant in syringe barrel plastic found by compounding technician, at the 0.4ml mark. Found when drawing up water for injection. Rejected syringe and repacked and remade. Aseptic / cytotoxic compounding unit.